Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the patient will not be having revision surgery as he was a non-responder to therapy. The device remains programmed off.

Event description:
It was reported that during a diagnostic test high impedance was observed with a dc/dc=7. No injuries to the lead or neck region were suspected, however it was mentioned that the pt had been lifting weights more often. The device has since been disabled and x-rays were ordered. It is unclear if the images will be sent to the MFR for review. The psychiatrist also indicated that he had spoken to a surgeon. Additional info was received indicating that the x-rays were completed and that the pt met with a surgeon. No additional programming history was provided. Revision surgery is likely, but has not occurred to date.